Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported side "bia-alcl". Later healthcare professional reported "bio cell textured implants". Later healthcare professional reported "some silicone bleed". This record is for the right side. Partial capsulectomy was performed. The device has been explanted and replaced. The device will not be returned.